Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the right ventricle (rv) and right atrial (ra) leads both exhibited high impedance, damaged insulation, and apparent fracture. The leads were capped and not replaced. A new rv lead was attempted, but was unable to be placed due to no access. No further patient complications have been reported as a result of this event.